Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was toning due to a right ventricular (rv) lead integrity alert (lia) that was triggered for high-rate non-sustained episodes and sensing integrity counter (sic). It was determined that the rv lead exhibited intermittent t-wave oversensing (twos) which was the source of the sic counts and that the ICD had falsely triggered the lia. Both the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.